Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin has minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer's mother reported a button error on customer's insulin pump. The numbers are scrolling when customer inputs her carbohydrates. Customer's blood glucose is 122 mg/dl. Customer was running while connected to the device and she was sweaty. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).